Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed. The field service engineer (fse) addressed malfunctions in drawers 4.1, 4.2, and 2.2, where the pockets were inaccessible. The fse logged into the hardware testing application and identified that pockets a1 and a2 in drawer 4.1 were not performing or releasing properly. The fse had removed all pockets, cleaned out debris and trash, reseated the connections, and fully reassembled both drawers. Additionally, the fse had reset the connection at the back of the control board to ensure strong connectivity. The customer verified full functionality with no further issues. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer was failed. The customer stated that the malfunction occurred when user trying to issue medication to patient. There were no adverse events or injuries reported based on this event.